Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter was inserted, and mitraclip clip delivery system (cds) was advanced. The clip was placed, the clip was locked at 60 degrees and establishing final arm angle (efaa) was successful with mr reduced to <1. However, once the clip was deployed, the clip opened 20 degrees and stayed at an arm angle of 40-50 degrees and mr increased to 2. It is believed the clip was a bit too large for the anatomy because when the leaflets were grasped, the clip put a lot of tension on the anulus. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product issue at this time. Based on the information reviewed and without a device to analyze, a cause for the reported unintended movement (clip open ¿locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.na